Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-045 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported "saturated flow" has been completed. Product was returned for investigation. The device was inspected and found that biomaterial was near the impeller of the pump. There were no other abnormalities found. While reviewing impella connect logs of the pump at p4 showed possible flow saturation. Patient's act remained high once in the unit so heparin was not stared in the purge. The pump experienced pump saturation and pump stoppage. The pump was able to restarted at p3 and maintained at p3 overnight. The investigation determined that the root cause of the issue was biomaterial near the impeller. Instructions for use for the related event are as follows: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The complainant had an impella cp support for a 68-year-old female patient with severe mitral regurgitation (mr). The impella cp was placed but, had saturated flows. The saturated flows did not prompt the pump to be replaced or explanted.